Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was found in backup mode. The cause of the backup mode was due to mammogram. The programming changes were performed. The patient was in stable condition.